Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that the binaxnow covid-19 ag card extraction reagent came in contact with her eyes on (B)(6) 2022. The consumer confirmed that there was no harm due to the exposure.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation conclusion. Technical services provided the customer with the safety data sheet (sds) and no further acthttps://emdr.FDA.gov/emdr/formqcredaction/ion is required. According to the package insert in195000 v. 3.0: precautions: the extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.